Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, the customer had an error 32100 that would not clear. The customer stated that there was an option to disable the arm 1; but, noted that all four (4) arms would be required for the case. The customer stated that the error started they were in the process of docking to the patient. The system log review noted the error 32100 on 'armnet' 1, pointing to proximal set up joint (suj) as suspect. The intuitive surgical, inc. (Isi) technical support engineer (tse) discussed options with the customer of disabling, power-cycling (customer had previously attempted with error returning), or swapping to another patient side cart (psc), at the site. The customer informed the tse that they were going to swap with another psc. The procedure was completed with no reported patient harm, injury, or adverse outcome.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the set up joint (suj), on the patient side cart (psc), to resolve the issue. The system was tested and verified as ready for use. Isi received the suj involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint, "error 32100." Fa installed the unit on an in-house system, performed general testing, and the error code was reproduced. Fa noted the root cause was attributed to a component failure.